Manufacturer narrative:
H6: ventec performed a visual inspection of the patient circuit (pediatric, active, heated, blue) where it was confirmed that the circuit bond joint separated at the active valve transducer housing to valve mount housing. Ventec's examination confirmed that adhesive was present, but ventec could not confirm whether there was adequate adhesive for proper bond strength. The circuit will be sent back to the contract manufacturer (vincent medical) for further evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that a patient circuit (pediatric, active, heated, blue) broke at the exhalation valve. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue.